Event description:
The lay user/pt contacted lifescan (lfs) in early 2009 and alleged that a one touch ultramini meter was giving inaccurate high results. The medical affairs specialist spoke with the pt and verified the following info. The pt indicated that she was receiving higher readings on and off several times since she had open a new vial of test strips. Sometime after that, on an unk day and time, the pt felt "shaky". The pt stated that she tested her blood sugar on the alleged meter and received "not a low reading". She was unable to recall reading received. She treated her symptom by eating/drinking something and felt better. She was taking her usual dosage of diabetes medication all the time. She stated that she would normally take her glucophage dosage regardless of her blood sugar readings, but if her blood sugar is really low, she would skip an evening dosage. She was unable to recall when was the last time that she had tested her blood sugar prior to experiencing alleged symptom and what was approximate reading. The customer service agent (csa) verified that the pt was using correct technique to test and to clean the puncture area, she was reading the meter right side up, the sample was collected from an approved source and the unit of measure was set correctly. Replacement products were sent to the pt. This complaint is being reported, as the pt allegedly experienced a symptom indicative of hypoglycemia sometime after the alleged issue. She was unable to recall when was the last time that she had tested her blood sugar prior to experiencing alleged symptom and what was the approximate reading. Diabetes care management: the pt normally tests her blood sugar three times daily and takes glucophage 500 mg twice daily for her diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.